Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicm512.6, -8.50 diopter, implantable collamer lens tore/broke during injection/delivery into the right eye (od).the lens was implanted and removed intraoperatively with no patient injury. A replacement lens was later implanted and the problem resolved.